Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that increased capture threshold and increased impedance were observed. X-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful due to the helix being unable to retract. The patient had not suffered any damage before or after the procedure.

Manufacturer narrative:
A complete lead was returned for analysis. Electrical testing revealed no anomalies. The helix was cleaned and it was able to extend and retract. The helix extension length met specifications. The results of the investigation concluded lead dislodgment, unacceptable threshold, and high lead impedance could not be confirmed. The cause of the inability to retract the helix remains unknown.

Event description:
New information received the device was analyzed.

Event description:
New information received indicates that the increased impedance was pacing lead impedance.